Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
Customer states: prior to use, to shorten the tube, a doctor cut it then a crack was generated on another part. There was no patient involvement.

Manufacturer narrative:
(B)(4).